Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 269 mg/dl. Customer treated high blood glucose with bolus with the pump. Customer also had low blood glucose and her was blood glucose was unknown customer stated that she might have over compensated for what she may have eaten. Customer declined to troubleshoot for the low or high blood glucose. The customer reported via phone call that the insulin pump had partial display. Customer's blood glucose at time of incident was 266 mg/dl. Customer can't see the screen when she needed to see the main menu. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on the upper right hand corner of the screen. The customer was advised to discontinue use and revert to backup plan.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump was missing segments during self-test due to cracked lcd zebra connector. The insulin pump passed the unexpected restart error test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.